Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a basic set in which the customer was unable to unscrew the luer lock. The process step was after use. There was no patient injury or medical intervention reported and patient involvement is unknown. No additional information is available.